Event description:
On (B)(6) 2025, I (B)(6) underwent dbs surgery for the placement of leads into the brain for parkinsons, and essential tremors, and on (B)(6) I underwent the second stage of the dbs surgery for the placement of the battery leads from the right back of the scull down through the neck and chest wall for the placement of the dbs controller. I returned for one follow-up on or about ten days later without issue, and then on (B)(6) under of doctor (B)(6) with (B)(6), due to substantial drainage of pus from the right and left front of my head where the incisions exploratory the surgery performed on (B)(6). I was directed to return to the (B)(6) emergency room for immediate intervention of medical care. (B)(6) underwent an emergency incision and drainage surgery for cleaning and culture collection, and a second incision and drainage surgery on (B)(6) 2025 and (B)(6) 2025, they performed another incision and drainage surgery and removed all dbs equipment under the direction of dr (B)(6) from disease, because history told them the best chance to clear the infection was to remove all foreign objects, due to infections possibly coming from the eq1 equipment was then sent to (B)(6) hospital laboratory in (B)(6) for testing of cultures. It was found the entire medtronic dbs system was in ntb mycobacterium abscesses, and after 16 days of being in the hospital I was sent home with a pick line in my right arm, 2 oral antibiotics, and 2 antibiotics. After the infection was positively identified, and where it derived from, they placed me on a 6-month regiment of nuzyra, amikacin i.v., and clofazimine. "V" extreme difficulty to acquire clofazimine I was referred by dr (B)(6) to dr (B)(6) at (B)(6) hospital, and I have been under her 4th, 2025. At this time. We have 3 medical experts that have confirmed that the deep brain stimulator was infected upon installation, and not by any other medtronic's supplied tainted equipment for implant. To date I am not aware of where the equipment is located. (B)(6) hospital. Medtronic's supplied a contaminated device for installation. We are unaware of where the dbs hardware is. We only have the external recharger kit.